Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an agile esophageal fully covered stent was to be implanted in the distal esophagus to treat a 3cm malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was partially deployed on the delivery system when the handle was fully released. The physician assumed that the stent was fully deployed and attempted to remove the delivery system; consequently, the stent became stuck in the distal tip of the scope. The stent was able to be pushed out and was deployed in an incorrect location. The stent was removed with forceps and the procedure was completed with another agile stent of a different size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.